Event description:
It was reported a patient underwent an caesarean section procedure on an (B)(6) 2024 and barbed suture was used. During continuous suturing, when the spiral was used on the myometrium, the suture was detached from the needle like a controlled release. It was not a control release needle. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences?=>no. Please provide lot number =>unk. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) =>(B)(6). No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.